Manufacturer narrative:
The device was evaluated by a equipment service center technician, who identified that the device was full of dust and the video card fan was faulty. A faulty fan can lead to overheating, which may result in the device performing a shut down to protect the device from damage or software corruption, this may be perceived as a bank display. Due to the age of their device and part obsolescence their xhibit central station was no longer repairable, and that they would need to replace the device. The device had a faulty fan on the video card.

Event description:
The customer reported that while in use, their xhibit central station display went blank. The device was removed from use and sent in for service. There was no patient or user harm associated with this event.